Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause of the reported event could not be established. It is likely the reported event occurred due to current-carrying failure of connectors and cables, and damage to the electrical circuits of connectors and imaging devices.the following factors may have caused the current-carrying failure of the connectors and cables, and the damage to the electrical circuits of the connectors and the image capturing section. Dirt on the electrical contacts of the connectors. Moisture on the electrical contacts in the connector. Connecting to the processor while the power was on. Water was immersed in the unit. The cable was disconnected. Per the product instructions for use (IFU): "make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. When connecting the device, turn the video system center off. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the report of scrambled video was confirmed as intermittent noise on the image occurred due to a shortage in the cable. Per the manufacturer's instruction for use, "after immersion in disinfectant solution, dry the video plug and its electrical contacts thoroughly before use to prevent short-circuiting, etc ... After autoclaving, if the video plug and its electrical contacts become wet, dry them thoroughly before use to avoid short-circuiting, etc."

Event description:
It was reported the camera head produced a scrambled video. No additional information is available.